Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were failing. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: the keypad was found to be cut and torn below the ok button. During testing, all of the keypad buttons were found to be intermittently responsive. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Unrelated to the original complaint, the display was found to be dim and discolored. The battery compartment was found to be cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.